Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that the initial complaint was that the staff were unable to reach targeted vte (end-tidal volume) volumes. The device was set to 500ml vti (inhaled tidal volume), delivering 480ml vti, and the display read 432ml. The biomed calibrate the unit and after calibrating the device, it was found that the delivered volume had decreased to 460ml and the display had read 398ml. The device couldn't get into tolerance after two more runs through all three calibrations and changing batteries. An order was placed for the main board replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator main board is being replaced due to a failure to reach the set volume. According to the customer, monitored volumes are uncomfortably close to being out of tolerance. As per the customer, the event happened during user verification tests (uvt), set up prior patient use. The customer confirmed that there was no patient involvement associated with the reported event.